Manufacturer narrative:
Per the tandem user guide: before you take a bg value for calibration, wash your hands, make sure your glucose test strips have been stored properly and are not expired, and make sure that your meter is properly coded (if required). Carefully apply the blood sample to the test strip following the instructions that came with your bg meter or test strips. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 509 mg/dl; cause was unknown. A correction bolus via the pump was delivered to address bg. A system check was performed and it was reported that customer did not fill cannula during the fill tubing process. Additionally, it was reported that the customer used the cartridge for longer than labeling guidelines state, and that labeling guidelines were not followed for test strips and hands were not washed prior. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, customer continued to use the existing pump supplies and continued to use the pump for insulin therapy.